Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Date of surgery: unk. Tibia lengthening on female patient with achondroplasia, 70 kg, 3.5 ft. Event description: cd unit that was applied to an lrs for lengthening was found to be faulty (the two bars which protrude from the side of the device appear to be bent and the threaded stud is jammed and cannot turn within the main body of the device). The device failure caused adverse effects to patient (caused patient pain). The device was replaced in clinic appointment (no revision surgery). The complaint form was completed by the territory manager with the assistance of the hospital with the assumption that the pain the patient experienced was an adverse effect. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4). According to orthofix srl historical records, this is the first complaint notified form the lot e62. Technical evaluation: the device involved, received on (B)(4), is currently under technical evaluation. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. Manufacturer comments: orthofix srl has requested further information on the event such as date of initial surgery; date of device failure; date of device replacement; planned treatment (total lengthening planned and lengthening achieved before device failure); details of the intervention (type of osteotomy, initial distraction, programmed and performed lengthening, starting date and distraction speed): copies of the operation report and copies of the pre and post-operative x-rays to finalize the medical evaluation and information on patient current health condition. Unfortunately, this information has not yet been made available. As soon as further information will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.